Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the cartridge became dislodged from the pump and a notification was declared on the pump. Reportedly, the cartridge was reloaded and insulin delivery was resumed. There was no reported impact to customer¿s blood glucose level. The customer declined to troubleshoot with tandem technical support.